Event description:
Boston scientific received information that this right atrial (ra) lead and pacemaker exhibited chronic high out of range pacing impedance measurements greater than 2,000 ohms. The pacemaker was routinely explanted and replaced for reported normal battery depletion. The local field representative contacted boston scientific technical services (ts) and inquired about programming daily measurements off for the ra lead. Ts discussed the ability to program daily measurements off. The pacemaker was successfully explanted and replaced. The lead remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.